Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: summary: involved waveone gold file that broke during use was not returned, and cannot be fully identified and analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. It was reported that the waveone gold file was used about 8 times before it breaks. This constitutes a misuse from the customer, as waveone gold files are single use instruments. We can consider that the root cause is customer misuse.

Event description:
In this event, it is reported that unk maillefer - waveone gold file broke during use. The broken part could not be retrieved. Reportedly, patient experienced having pain.